Event description:
The report from the affiliate indicates that during an interventional procedure, when the cypher stents package was opened, the physician noted that the stent was misaligned proximally on the stent delivery system (sds) balloon. The device was not clinically used. The target lesion for the procedure was the proximal circumflex. There was no reported pt injury. There was no additional information available such as pt demographics, lesion morphology or treatment of the lesion. There was no report of any damage to the product's package.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.